Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the rf pic failed self test. Customer experienced high blood glucose. Customer's blood glucose level was unknown at the time of incident. Troubleshooting was declined. The insulin pump will be return for analysis..

Manufacturer narrative:
Device received with operating currents within specification. Device passed unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device alarmed rf pic failed self test during self test and unable communicate with blood glucose meter due to faulty connector on radio frequency board .